Event description:
It was reported that the patient presented with degenerative disk disease of l5-s1. The patient underwent an anterior retroperitoneal l5-s1 fusion using rhbmp-2/acs and interbody cages. The bmp was placed within both cages. There were no noted complications. Ten days post-op, the patient presented for a post-op follow up. Per the physician's notes, "she is currently doing well" her incisions are all clean and dry. There is no drainage or abnormality identified." At 42 days post-op, the patient presented with persistent low back pain and left side pain. Ap and lateral x-rays were interpreted to indicate "status post anterior interbody fusion at the lumbosacral level. Otherwise normal." At 76 days post-op, the patient presented for follow up. Per the physician's notes, "x-rays demonstrate appropriate position of her ins trumentation." X-ray interpretation states "cage fusion devices are in the expected position at l5-s1. No evidence of acute abnormality. Mild degenerative change in the facet joints and l4-5, l5-s1." At 97 days post-op, the patient presented for follow up with continued pain. The physician noted that "she has pain the more work she does. She says that when she does heavy lifting, the pain is more difficult for her. We are going to address that with the pain medicines" she reports to me that her pain is much better if we look pre versus postop, but that there still is pain when she does heavy activity." At 111 days post-op, the patient presented for followup evaluation. Per the physician's notes, "she reports that she has more or less peaked out in therapy. I have read the last therapist note who identifies her complaints. Her pain she reports varies in terms of its location. It varies side to side." At 118 days post-op, the patient presented for follow up. Per the physician's notes, "the therapist did not believe that further work is logical for treatment with regard to her spine." At 364 days post-op, an imaging study interpretation states "the lumbar interbody fusion device remains seated at l5-s1. The appearance is stable. There are some small clips anterior to the l5-s1 disk space. There is a very mild thoracolumbar scoliosis again noted convex toward the left, with apex roughly at l2-3. Disk spaces are otherwise well maintained." Post-operatively, it is alleged that the patient developed trouble sleeping and intense back pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.